Event description:
A user facility inventory manager reported a dialyzer blood leak during dialysis (treatment) mode. Upon follow-up with the registered nurse (rn), it was reported an internal dialyzer blood leak occurred one hour after initiation of hemodialysis treatment. The blood leak was visually observed within the dialyzer housing fibers. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Immediately following the event, the patient was able to complete treatment after being set up with new supplies a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual evaluation, a fiber fragment was noted at approximately 250°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the fiber fragment was confirmed and measured approximately 2.5in in length from the potting surface on the cavity ID end. An opposing end was not identified. There was no other damage or irregularities noted on the dialyzer. During the lot history review it was noted that there were two other complaints reported against the lot. Both complaints address an internal blood leak (one confirmed fiber fragment with the sample evaluation and one no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak during dialysis (treatment) mode. Upon follow-up with the registered nurse (rn), it was reported an internal dialyzer blood leak occurred one hour after initiation of hemodialysis treatment. The blood leak was visually observed within the dialyzer housing fibers. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Immediately following the event, the patient was able to complete treatment after being set up with new supplies a different machine. The dialyzer was available to be returned for evaluation.